Event description:
During a wedge resection procedure, the staples malformed after the first firing. Replaced cartridge, but staples malformed again. They wrer boxed shaped. Apical part, 3 cm of staple line, was unclosed. There was no reported pt consequence.